Manufacturer narrative:
Sections with additional information as of 13-aug-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: most likely underlying root cause: mlc-20: user's test strip had poor storage corrected sections as of 13-aug-2020: h10: most likely underlying root cause corrected from "rep-18-009: reported failure mode has been determined per rep-18-009. (True metrix products only)" to "mlc-20: user's test strip had poor storage." Note: manufacturer contacted customer in a follow-up call on 02-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(4): reported failure mode has been determined per (B)(4). (True metrix products only). Adverse event report is being submitted due to symptoms related to diabetes - shaky, dizzy, and sweating. Note: manufacturer contacted customer in a follow-up call on 26-may-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated that she had purchased new test strips and was able to obtain a blood glucose test result using the truemetrix meter.

Event description:
Consumer reported complaint for e-3 error code. The product is not stored according to specification and is stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. At the time of the call, the customer reported feeling shaky, dizzy and was sweating; medical attention was not needed at the time of the call. Customer stated she had already contacted her doctor due to the symptoms and the e-3 error. Doctor did not provide a diagnosis or any medical treatment to customer; no changes were recommended to customer's treatment plan.